Event description:
It was reported that the patient believed the charger for the ilet bionic pancreas was not working and that the pump did not charge when using a third-party wireless charger; a replacement charger was arranged to be shipped. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no alerts or alarms and no impact to therapy beyond the need for replacement supplies. Investigation included complaint handling and arrangements for replacement charger shipment. Investigation of this case revealed a suspected charger malfunction with unsuccessful charging via an incompatible wireless charger. It was concluded that the event was related to a suspected power supply issue with the charger, while the wireless charging method was not compatible with the device.